Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Upon reviewing the reported event, it appears that a spark occurred while cutting the wire and/or flammable disinfectant was not allowed to sufficiently dry/evaporate prior to applying the electrical current. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The incident occurred during a breast segment resection. Specifically, while applying diathermy to cut a maker wire, the sterile drape caught on fire. The result was a second degree burn on the right arm (1 cm2) and the lateral right chest wall (4 cm2) of the patient. The burns were treated by applying an antiseptic wound dressing. Note: the esu was distributed by our parent company (B)(4) to a (B)(6) medical facility.